Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During insertion, difficulty in tracking and retracting on the non-boston scientific guidewire was encountered. The ivus catheter could not be removed from the guidewire. The ivus catheter was removed along with the guidewire through the guide catheter, and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During insertion, difficulty in tracking and retracting on the non-boston scientific guidewire was encountered. The ivus catheter could not be removed from the guidewire. The ivus catheter was removed along with the guidewire through the guide catheter, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that a kink was observed in the telescope assembly, the guidewire exit port was torn, and a guidewire was stuck. The media returned by the customer was inspected and did not show the device or any evidence of the reported issue.